Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has consistently reported decreasing loudness perception from one fitting to the other. The user also reported in (B)(6) 2016 experiencing a weird sensation on her tongue with stimulation of channels 11and 12, which were subsequently disabled. Facial nerve stimulation (fns) was reported on almost every electrode in (B)(6) 2017. Dizziness, headaches and vertigo were reported in (B)(6) 2018, which then stopped. Several fitting changes have been tried in order to increase loudness perception to sufficient levels while avoiding fns, however with no improvement was reached.

Manufacturer narrative:
Based on the received information from the field, the recipient was experiencing decreasing loudness perception and increasing facial nerve stimulation over time. In addition, to this known post-operative side effect of ci implantation, temporary dizziness, headaches and vertigo were reported. Consequently imaging was done and confirmed 3-4 channels extra cochlea. According to the implant registration card a full insertion has been achieved during initial surgery. Hence, the observed active electrode migration out of cochlea might have contributed to the reported symptoms. However, the reported symptoms could be eliminated with a new fitting map, by turning off the repective out of cochlea channels. Reportedly the recipient is doing fine with the new map.

Event description:
The user has consistently reported decreasing loudness perception from one fitting to the other. The user also reported in (B)(4) 2016 experiencing a weird sensation on her tongue with stimulation of channels 11 and 12, which were subsequently disabled. Facial nerve stimulation (fns) was reported on almost every electrode in (B)(4) 2017. Dizziness, headaches and vertigo were reported in (B)(4) 2018, which then stopped. Several fitting changes have been tried in order to increase loudness perception to sufficient levels while avoiding fns, however with no improvement was reached. As per new information received, a new fitting was carried out, deactivating offending electrodes. Triphasic pulses were used, achieving adequate loudness. The user demonstrated comfort with this new map, good access to sound was achieved. The user referred a clear improvement in sound quality.